Manufacturer narrative:
Concomitant medical products: yrir16115 stent graft, implanted (B)(6) 2002, yrir1685 stent graft, implanted (B)(6) 2002, yrec1655 stent graft implanted (B)(6) 2002, yrbr2816165 stent graft, implanted (B)(6) 2002.

Event description:
It was reported that the device had premature battery depletion; it lasted less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.